Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five months post filter deployment, patient presented for filter retrieval. At the initial evaluation of the ivc filter, the cone of the filter appears to be slightly tilted to the right side of the body. Multiple attempts were made to retrieve the filter using the bard retrieval device which was unsuccessful. Additional attempts were also made using gooseneck snares and a curved guiding catheter which was both also unsuccessful. This was likely due to the tilt of the filter. Approximately ten years later, patient was admitted because of massive bilateral pe more so on the left side than the right side. Therefore, the investigation is confirmed for filter tilt and retrieval difficulties. However, the investigation is inconclusive for perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to retrieve the filter using snare and retrieval devices but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and perforated the vena cava. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.